Event description:
The service center was informed that the image does not appear on the unit¿s display. There was no patient involvement reported.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: according to the evaluation the legal manufacturer surmised that images were not displayed due to the following reason. The video communication could not be transmitted to the processor because the cable was damaged. The legal manufacturer checked the shipping record of the product, but we did not see any problem in the device. We think that the cable damage was caused by the handling method of the user. As to the cable damage, the legal manufacturer checked the contents described in the then instruction manual and found the following descriptions. We determined that this may have prevented the phenomenon. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.